Event description:
The customer called to report being hospitalized for high blood glucose levels and the insulin pump not alarming no delivery. The customer stated that she had chest pain, vomiting, nausea and blood glucose levels above 500 mg/dl. The customer had changed the infusion set on the morning of the event. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer also stated that the cannula was bent when she removed the infusion set from her body. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.